Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to power on using battery power or ac power while doc ked into the docking station. The unit was operated and able to obtain readings using the customer's cable and sensor and the alarm alerts such as audio and visual status indicators, were functioning. Sensitivity was cycled through all settings several times while docked on ac, docked on battery, undocked, in horizontal orientation, vertical orientation, with sensor connected and measuring, and with sensor disconnected. No anomaly was observed. Disassembly and internal inspection of the device j3 connector on the core board not fully locked/latched. It is possible for the radical-7 to exhibit a board communication failure when the j3 connection is intermittent. An error of this type may result in the screen freezing along with a watchdog alarm to prevent use during a device critical fault. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that when monitoring a patient, and placing the device into max sensitivity, the screen on the radical 7 will "freeze". Customer states the max sensitivity icon or other parameters will magnify on the screen and the only way to correct is to power off. This is while a patient is sitting down or walking the hallway, in or out of the docking station. Has happened intermittently over the last 6 months. When this occurs, customer will monitor patient on non-masimo pulse oximetry device for home oxygen screenings. Customer does not have another radical 7 to use to ship the device back. Full charge on battery. Customer keeps handheld docked and plugged into wall. No handheld lock. I visited the account and monitor was working okay. No issues at the present time. There was no known impact or consequence to patient.